Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-feb-2017 and it was reported that the patient was still not receiving therapy, so the pump was replaced.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Updated to reflect the information received on 2017-mar-02. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-mar-02. It was reported that on (B)(6) 2016 the patient had a catheter revision surgery due to the managing physician wanting to have the catheter placed near the foramen magnum to optimize therapy. The catheter was aspirated to ensure flow and the patient was placed on a lower dose of baclofen. According to the rep, no immediate problems were reported to the manufacturer following the surgery. Following the revision, the patient did not appear to be receiving therapy. Exploratory surgery was initiated on (B)(6) 2017 and the pump was replaced. A catheter revision was performed on (B)(6) 2017. The spinal portion of the catheter and the pump connector on the catheter were replaced. The catheter was aspirated with no issues. It was unknown if the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2017 mar-08. It was reported that the facility had discarded the pump.

Manufacturer narrative:
The other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted infusion pump containing lioresal (2000mcg/ml at 881.6mcg per day). Indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's catheter was revised and replaced with a new intrathecal section, which was placed at a higher location in the spine. The total length of the newly implanted segment was 57.2cm, with a volume of 0.125ml. The new intrathecal section was primed. The catheter showed no apparent issues, and the dose was changed from 881.6mcg per day to 100mcg per day. No patient symptoms were reported.

Manufacturer narrative:
To the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.: updated to incorporate the information received on 2016-dec-15. (B)(4).

Event description:
Additional information was received on (B)(6) 2016. The name of the initial reporter was provided. It was also reported that it was initially believed that the case was for a pump replacement, however further communication revealed to the rep that the case was a catheter revision, which the rep found out the day of. According to the patient¿s managing physician, the patient was not receiving therapy so they wanted to place the catheter higher. No issues were found with the original catheter intra-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.